Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an air bubble in the tubing and after removing reservoir they found inside the reservoir. Customer¿s blood glucose level was 5.6 mmol/l. Customer reported that the size of the air bubble was small than champing size and soda pop size but sometime it was bigger than that size. The device will not be returned for analysis.